Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 62 and 56 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl and expected non-fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 290 mg/dl using true metrix air meter. Customer stated he was not concerned with the result as he had just eaten five minutes prior to the test. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2022 and open vial date is one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 08-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.